Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received an alarm for several episodes of myopotential oversensing. Turning of the lfa filter was recommended. That change will be made at the next follow-up. No adverse consequences were detected.